Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During the procedure, the hub separated from the catheter, resulting in leaking. Additional information provided that there were no adverse affects to patient. The additional procedure done was replacing the same product to replace faulty one on other day. No device remained in the patient.